Manufacturer narrative:
Conclusion: the cause for this event cannot be determined at this time. Analysis: at the time of this report, the device has been received; however, analysis has not yet begun. Conclusion: the root cause for this event cannot be determined at this time. Medtronic will perform a thorough analysis of the device as well as complete a thorough investigation of this event to determine root cause. The device was successfully removed from the patient. The patient fully recovered from the redo mitral valve annuloplasty procedure.

Event description:
Medtronic received information that after a successful redo mitral valve annuloplasty procedure, as this femoral venous cannula was being removed, half of the cannula broke at the level of the second opening. One piece of the cannula could be retrieved. The second piece of the cannula remained at the interior of the femoral vein and the inferior vena cava. After multiple attempts and a significant hemorrhage of the patient, the cannula piece was successfully removed from the vein. It was noted the vein was closed with a biological patch. The patient fully recovered from the procedure.